Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited no image. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 and h11. The device was returned to olympus for inspection. Olympus was not able to confirm the reported alleged issues. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.